Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-31982. It was reported one of the patient¿s leads had fractured and diagnostic testing revealed high impedance values. In turn, surgical intervention was undertaken wherein the fractured lead with high impedance was explanted and replaced. This addressed the issue. It is unknown which lead had fractured and was explanted, therefore both leads are being reported.